Event description:
On 05/29/2026, fujifilm healthcare americas corporation became aware of an event involving sys/mr/oasis open+vertex ii. The customer reported that a patient complained of pain in their left hands when moved into the gantry. The patient #2 had a follow up xray of left hand, "bb at the base of the fourth proximal phalanx. No bony injury identified."but did not complete the study that they were originally scheduled. The patient #2 completed lt shoulder(head first), did not complete knee scan. Fuji engineer has completed the transmitter testing and temperature testing. Due to the unconfirmed follow up to complete the originally scheduled study, fujifilm healthcare americas corporation is reporting this event in an abundance of caution. Related: patient 1 - 1000513161-2026-00012. Ref: fujifilm healthcare americas corporation complaint # (B)(4).